Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they bought an adjustable bed and was reading through the instructions and the warnings said to check with the healthcare provider because they use magnets. Agent reviewed information. Patient states they has been sleeping in a recliner with a motor with no issues. Patient mentioned having cervical spine surgery about 3-4 months ago. The only time patient has ever had an issue was after some physical therapy and the doctor thought maybe the muscles when they was working on them because they do manipulation shifted the muscles around it and it was making it feel different. The doctor told patient to turn the interstim settings down or try different settings and after about a week it just got better. The therapy had saved their life. Patient went for a year feeling like they had to go to the bathroom every minute of every day and it never goes away. Since having the new one, it has been fabulous.